Event description:
It was reported that when the ventilator was disconnected from ac power, it shut down with an audible alarm while connected to a patient. The patient was placed on a backup ventilator with no patient harm reported.